Event description:
The patient reported that the keypad buttons are unresponsive. She reported there is no damage to the keypad.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down-arrow button press did not activate desired pump function during testing. The pump was disassembled and found shorted pin-2 & pin-3 of "down" button. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are (d1e, 2011/02).